Manufacturer narrative:
P-cap locked in place properly during testing. Multiple attempts were made for the keypad to respond and the unit had intermittent button response. Unit passed self test. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any 61 stuck key alarms that may have occurred in the past. The adapt tool reveals that three 61 stuck key alarms were displayed on (B)(6) 2024 from 16:41:23 though (B)(6) 2024 16:57:18.000. An additional stuck key alarm was displayed on (B)(6) 2024 at 00:47:05.000. Proceeded by cutting the unit open and performing a visual inspection of connectors and electronic stack. Keypad overlay was removed, and no moisture damage was noted. During deconstructive analysis, it was determined that the ingress of water lead to the corroding of electronic assembly . Corroded j1 component on pcba1 and jp1 gold flex connector. Unit was also received with serial number label missing, cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case on battery side, scratched case, stained keypad overlay and cracked keypad overlay at select button. In conclusion, customer allegation was confirmed when buttons had an intermittent response during testing and navigating through menu. Corroded j1 component on pcba1 and jp1 gold flex connector was noted during deconstructive analysis, possibly causing an intermittent button response and triggering stuck key alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, damage (physical or cosmetic), exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed. Customer reported receiving a stuck button alarm. Troubleshooting indicated that pump requires replacement. Customer reported labeling issue. Product labels reported as missing, removed, worn, faded, or damaged following usage. No harm requiring medical intervention was reported. Mmt-1780kl was requested and customer response was the device will be returned.